Event description:
It was reported that during an afib procedure the stockert generator was displaying hardware error 7 warning message, no ablation was possible. On site troubleshooting was performed, however, issue was unresolved. A loaner stockert generator was dispatched to the customer to continue the case. This led to a procedure delay by 2 hours. Patient was on sedation. No patient adverse event was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the stockert generator was displaying hardware error 7 warning message, no ablation was possible. On site troubleshooting was performed, however issue was unresolved. A loaner stockert generator was dispatched to the customer to continue the case. This led to a procedure delay by 2 hours. Patient was on sedation. No patient adverse event was reported. The stockert generator associated with the reported incident was inspected by bwi service engineer. The nis board was found defective. Issue was resolved by replacing it. Functional and safety test was performed as well as the preventive maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. The customer's complaint was confirmed.